Manufacturer narrative:
Concomitant medical products: 5112-12 lead, implanted (B)(6) 2015.

Event description:
It was reported that the patient received an inappropriate shock due to electromagnetic interference from an improperly grounded key pad. It was also noted that a lead integrity alert (lia) was triggered on the right ventricular (rv) lead due to high impedances. The rv lead and implantable cardioverter defibrillator (ICD) remain in use. No further patient complications have been reported as a result of this event.